Event description:
During a follow-up appointment after an MRI, the ICD was interrogated and the longevity estimate appeared to be erroneous. No action was taken and the patient was stable. During the MRI, the device was set to MRI scan parameters. Technical support indicated the battery curve appeared normal.